Manufacturer narrative:
The returned resonate x4 crt-d was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device showed less than six years remaining longevity. The device was programmed to high atrial outputs and had atrial fibrillation (af) cardioversion. Premature battery depletion was alleged. The device was explanted and was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device showed less than six years remaining longevity. The device was programmed to high atrial outputs and had atrial fibrillation (af) cardioversion. Premature battery depletion was alleged. The device was explanted and was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device showed less than six years remaining longevity. The device was programmed to high atrial outputs and had atrial fibrillation (af) cardioversion. Premature battery depletion was alleged. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the describe event or problem section.

Event description:
It was reported that this device showed less than six years remaining longevity. The device was programmed to high atrial outputs and the patient had undergone atrial fibrillation (af) cardioversion. Premature battery depletion was alleged. The device was explanted and was returned. No additional adverse patient effects were reported.